Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed a crack on the cartridge. The customer's blood glucose (bg) level was 600mg/dl. A supply change was performed to address the issue and a correction bolus was delivered to address the bg level.